Event description:
Refractive error resulting in lens exchange. No add'l info available.

Manufacturer narrative:
Device history review. Results: no problems found, device manufactured according to specs.